Event description:
Reporter said the connector is designed so small it takes her feeding time twice as much. She also said the device harbors bacteria. As a result the reporter had 10 infections between (B)(6) and now. She had to take a lot of antibiotics which did not clear up her infection which is very frustrating.